Manufacturer narrative:
(B)(4). Concomitant medical products: 00877503602, biolox delta ceramic femoral head, 2791370. Customer has been indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a right total hip arthroplasty. Subsequently, the patient was revised due to an aseptically loose femoral component and pain. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Concomitant medical products: 00875705401, shell with cluster holes lot #63063418; 00885101136, neutral liner lot # 63063921. Reported event could not be confirmed. Review of radiographs and medical records revealed no evidence of loosening. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined. There are warnings in the package insert that this type of event can occur and associated risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Medical records prior to revision procedure note ongoing pain and instability in operative hip and the use of a cane. The physician noted disagreement with the findings of most recent bone scan, remarking the delayed images demonstrate more uptake around the femoral component. Medical records further indicate the physician recommended intervention.